Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was one staple at the proximal portion of the staple line at the outer most row that was twisted and malformed. The surgeon placed a few sutures over the area. A drain was put near the gastric pouch for precautionary reasons. The trocar that was being used in the procedure was also leaking when the device was inserted through the trocar. The case was completed with no patient consequence. Additional clarification requested and received on 4/7/2010: a drain was put near the gastric pouch for precautionary reasons. The drain was placed due to the device firing malformed and twisted staples. The surgeon placed the drain in case the staple line would leak where the staples had been malformed. The surgeon did place sutures in the area of the malformed and twisted staples.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.